Manufacturer narrative:
On (B)(6) 2023 additional information was received stating that a power source alert could be seen in the pump history leading to difficulties charging the pump. During troubleshooting the pump was successfully charged using an alternate usb cable. H6: removed 2885 added 2892.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose was 123 mg/dl. No additional information was provided.